Event description:
Pt presented with a short, reverse funnel neck measuring 23-28mm over 4mm length. In 2007, access and deployment of a 28-16-155bl bifurcated device and a 28-28-75l proximal extension were uneventful; no endoleak noted at the end of the procedure. Follow up ultrasound revealed no endoleak, no sac expansion. At a more recent follow up, ultrasound revealed that the cuff had migrated distally about 4-5cm. In 2009, a 34-34-80l proximal extension was placed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results and conclusions: per indications for use, treatment of 4mm neck is off-label.